Manufacturer narrative:
Insulin pump error 38 alarmed during rewind due to jammed gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. Moisture damage was found on the electronic assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had no motor movement or negligible movement. Customer reported that they were able to clear and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.